Event description:
Complete failure of 2 alaris IV pumps w/ modules (7 drips) on cvrr, cardiovascular recovery room, patient 15 minutes out of cvor. Cardiovascular operating room, s/p, status post, open cardiac surgery. Both systems were operating without errors until both systems alarmed, almost simultaneously, for system error. At that time both systems were powered down by the user then powered back up at which time both reported the system error again. This sequence of events (power down, power up, and system error) occurred two more times. Both devices were then unplugged from ac and powered up with out errors and were continued to be used. Later, both devices were plugged back into ac without additional errors.